Manufacturer narrative:
Product not available.

Event description:
The user facility reported, the housing broke at the weld after surgery the broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.